Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed high rate episodes due to oversensing electromagnetic interference during a procedure. Later that day the patient had a syncopal episode and the right ventricular (rv) lead function was unable to be guaranteed. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.